Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was still in the hospital and the patient was recovering from the peritonitis event. Action taken with dianeal and extraneal was not reported. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.